Manufacturer narrative:
Based on the info reported, 3m was not provided enough info to draw a conclusion as to factors that contributed to the events. A 3m complaint handler contacted the FDA to obtain the complaint facilities' contact info. The facility asked to remain anonymous, therefore, 3m was not able to complete a further investigation into the cause of the adverse event.

Event description:
Customer reported to FDA ((B) (4)) that a pt received a deep 3rd degree burn at the site of the electrode pad on the thigh during an electrosurgical procedure to the pt shoulder. The customer also reported that injuries were treated by a plastic surgeon and the pt is doing fine.